Event description:
Boston scientific received information that this right ventricular (rv) lead displayed high shock impedances. Boston scientific technical services (ts) was consulted and discussed a potential lead to device connection issue or just a lead issue alone. The patient was brought in to troubleshoot the issue, but the high shock impedance could not be re created. The patient did report that they had some chiropractic treatments performed, and possible the high measurement was received then. Since the high measurement can not be created with troubleshooting and manipulations, the patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.